Event description:
In addition to the peeled coating, the inspection also found that the light guide lens was dirty, a reportable malfunction. This medical device report (MDR) is also being submitted to capture the dirty light guide lens found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause could not be determined. Event 1: it is likely the peeled coating on the insertion tube was caused by physical stress as the tube was noted to be scratched and dented. The event can be detected and prevented by following the instructions for use (IFU) which state: "·preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "·important information ¿ please read before use: warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Event 2: it was confirmed that yellow dirt was adhered to the light guide lens, however, the specific material could not be identified and the cause for the foreign material remaining on the lens could not be specified. The light guide lens was not reported to have been deformed or broken and there were no reported deviations regarding reprocessing/cleaning from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegations were confirmed. It was found, the light guide bundle was broken causing illumination to be uneven and the connecting tube was wrinkled. In addition to the evaluation distal end was discolored. Due to a cut on bending section cover, water tightness was lost. Light guide lens was dirty. Adhesive on bending section cover was detached. Bending section cover was stretched. Connecting tube was dented. Grip was dented. Control unit was scratched. Universal cord was scratched.. The bending angle in up direction was out of specification due to elongation of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus field service engineer reported on behalf of the customer, bending section cover folded and less light with bronchovideoscoe. The event was found during a routine inspection. During inspection of returned device, the connecting tube coating was peeling. This MDR is being submitted to capture the reportable malfunction found during evaluation.